Event description:
It was reported that the maryland bipolar forceps instrument tips became misaligned at the beginning of a da vinci prostatectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that one grip was bent, causing side-to-side misalignment of the grips. There was a .052 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, the likely cause of the bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the bent damage likely may be due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: one grip close cable had a small frayed at the distal idler pulley. The frayed strands stuck out at the wrist. One conductor wire exhibited damage at the distal end, next to the yaw pulley. The cable had damaged areas. The distal end of the cable had a small indentation next to the insulation, closer to the distal hub the cable had a section where the insulation was lifted exposing the inner wire. No material was missing. The evidence was inconclusive, but the damaged insulation was likely due to mishandling/misuse. The pitch down cable was frayed at the distal clevis hub. One small strand stuck out, the rest of the cable was unraveling. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.